Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the device cannot start up due to a failure of the power supply board and the internal circuit board, and the phenomenon that the screen is not displayed has occurred. In addition, since no further information was available, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem could not be confirmed/duplicated; however, the evaluation found the power could not be turned on due to a defective power supply unit. Additionally, there is a booting failure due to a defective printed circuit board. The evaluation also noted front panel scratches, the rear panel is broken, earth wire is missing, some components are missing, and non-olympus repairs. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (okr) was informed via repair request that ¿there is no image¿ from the customer high-definition liquid crystal display monitor. The customer¿s reported problem was found during preparation for use. There was no delay and the scheduled procedure was completed using a similar device. No death, injury or harm was reported to olympus.